Manufacturer narrative:
Product event summary - the original lead length could not be found. Therefore, the type of lead segment returned cannot be determined. The lead was returned and analyzed and no anomalies were found. However, the proximal lead conductor was fractured, melted and had blood in it. The distal lead conductor had blood in it. The outer insulation was breached, melted, had a cosmetic depression and was kinked/buckled. The visual analysis indicated apparent explant damage.

Event description:
It was reported that the lead had impedance issues. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.